Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump buttons were sticking and had to double press and due to this missed boluses. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had grinding sound and slower during priming. Insulin pump failed battery tests. Customer stated that the top area of insulin pump was cracked. Customer stated that the insulin pump was shut down during battery change. The insulin pump will not be returned for analysis.